Event description:
It was reported that this left ventricular (lv) lead was part of the system revision due to infection. No adverse patient effects were reported. The left ventricular (lv) lead was explanted.